Event description:
It was reported that the 9800 system had a communication error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit was installed. The interconnect cable was replaced, and the software installed during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.